Event description:
The device was removed due to "erosion of one cylinder and infection". As reported to co the entire device was removed and replaced with another mentor 3-piece inflatable penile prosthesis.